Manufacturer narrative:
The reported events of premature depletion of battery and inability to interrogate could not be confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported events of premature depletion of battery and inability to interrogate could not be confirmed. The device was received with normal telemetry and normal output. Analysis performed did not identify any functional issues. Visual inspection of the pre-casted header was performed, indicating an unusual appearance of the epoxy. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Manufacturing investigation was also performed to assess the pre-casted condition, which determined this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient's pacemaker could not be interrogated with a programmer. Premature battery depletion was suspected. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested, but not received.